Event description:
The customer reported a failure to discharge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge. There was no report of pt involvement. Note that this device has been out of support since (B)(6) 2006 and parts are no longer available. Based on the customer's report, we will consider this a malfunction. We cannot determine the cause from the available info.